Manufacturer narrative:
The reported event was confirmed. One sample was confirmed, to exhibit the reported failure. Visual evaluation of the returned sample noted, one opened (without original package), used silicone foley was received. Visual inspection of the sample noted, no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked into the drainage lumen at the inflation arm. Indicating the lumen to lumen leakage. Although, the reported event was confirmed, a root cause could not be determined. However, a potential root cause for this failure mode could be, due to "machine based on the analysis, it was concluded that the geometry of the core pins was causing lumen to lumen leakage per evaluations made, during the investigation process". The device did not meet the specifications, and was influenced by the reported failure. The product used for the treatment purposes. Per investigation, a device history record review was not required. Per investigation a labeling review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text the actual/suspected device was inspected.

Event description:
It was reported, that the balloon failed, due to a tear. Which caused the catheter to slide out of the patient. Per follow-up information received on (B)(6) 2020, the catheter was in use for approximately 12-16 hours. The catheter came out in the middle of the night. The customer was unsure of the exact time of the catheter fell. Also, the 10 cc fluid was used to inflate the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon failed due to a tear, which caused the catheter slid out of the patient. Per follow up information received on 14oct2020, the catheter was in use for approximately 12-16 hours. The catheter came out in the middle of the night some times so the customer was not sure of exact time of the catheter fell. Also, 10 ccs of fluid was used to inflate the balloon.